Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. We did receive performance data collected from the device and have analyzed the data. Analysis revealed, high resistance/impedance with a patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. Daily pace impedance trend data shows an increase for ventricular pace bi impedance equal to 912 to 2242 ohms peak between (B)(4)2012 and (B)(4) 2012.

Event description:
It was reported a patient alert sounded for the right ventricular (rv) lead. The rv lead had a rapid rise in impedance to greater than 2000 ohms. It was noted that the rv lead had no noise, the thresholds were good and that there was no sensing issues. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.